Event description:
The reporter stated that the surgeon attempted to implant an aa4204vf plate silicone lens. The lens stuck in the cartridge prior to insertion into the eye. No patient contact or injury. It was unknown what cause the lens to become stuck in the cartridge.